Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. A review of the downloaded flag files show the patient received a 150 joule shock for a declared arrhythmia at 19:00:57. The actual pre and post shock ECG data is not available due to a corrupted sd card. Asystole was detected at 19:07:12 and again five times between 19:09:08 and 19:12:28. The response buttons were pressed before the treatment but not immediately prior to the pulse delivery. The response buttons were pressed before the treatment but not immediately prior to the pulse delivery. The response buttons were also pressed after the treatment was delivered. The patient was treated at home. The patient was unconsciousness at the time of the treatment. The patient's wife was with the patient at the time and notified ems. The patient passed away in the hospital on (B)(6) 2015 around 7pm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the sd card was corrupted. Upon investigation, the sd card was corrupted. The corrupted sd card caused the loss of ECG data. The root cause of the corrupted sd card was unable to be positively identified. The corrupted sd card had no impact on the device's ability to detect and treat a patient. Device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, the electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4): 12/2014 - initial use. Electrode belt sn (B)(4): 05/2013 - reuse.